Event description:
It was reported patient developed a deep vein thrombosis and was treated with eliquis post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: persona tibia catalog # 42536006702 lot # 66086971. Persona articular surface medial congruent (mc) catalog # 42522100311 lot # 65929917. Heraeus medical catalog # 5036963 lot # 67841256. Heraeus medical catalog # 5036963 lot # 68331243. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.